Manufacturer narrative:
E1: the name of the initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Console logs from the reported day of event did not contain any information relevant to the reported failure. After console arrived in danvers, it¿s been observed that its ac power cord was missing. No damage to the console was observed during testing, inline fuses were intact, and internal power supply operated within specification. Aic operated on ac power as well as on batteries. The issue described in complaint must have originated either at the ac wall outlet or the power cord, or could have been caused by misuse, however because the cord set had not been returned for analysis, the root cause could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had an automated impella controller plugged in and found to have a made an "explosion" occurred. A loaner device was already onsite to utilize. There was no noted harm or injury to the operator or team.